Event description:
It was reported that the patient was seen in the clinic with baseline flow of 4.5 liters per minute (lpm) but it looked like over the past week, flows were trending down to low 3s. They had diuretic increased which was considered to be contributing, but the patient was volume up today. Lab results were pending, and they complained of heart failure symptoms. Log files were sent for review, and they contained routine power source changes. No abnormal system controller alarms or pump faults were seen in the log files. The periodic log appeared to contain a decreasing trend in estimated flow. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. It was further reported that the patient had flags filling up event data but not being displayed on the screen. The site was noted to be concerned for extrinsic outflow graft obstruction (eogo) and was considering transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information from 02oct2025 provided that the patient was transplanted on (B)(6) 2025. The patient was admitted on (B)(6) 2025 for decreased flows and shortness of breath. Right heart catheterization was found to have elevated bilateral filling pressures and low cardiac output. There was concern for lvad outflow graft obstruction with plan for diagnostic left heart catheterization, however this was deferred after transplant committee meeting discussion in which the patient was upgraded to status 2e on the transplant list. The patient was supported with dobutamine and diuretics until transplant. It appeared they had inflow pump thrombus without significant eogo. The surgeon said that there was some inlet thrombus that was not obstructive. There was thought that the patient might have had a larger clot burden that had lysed some since vad parameters had improved over time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes corrected. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The controller event log files collectively contained events from (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right heart catheterization showed low output. Extrinsic outflow graft obstruction (eogo) was confirmed. There were no changes to the patient's condition or anticoagulation status that could have contributed. There were no recent changes to pump parameters. Ramp was used as diagnostic testing, and it showed evidence of obstruction (increase in speed with no change to flow or left ventricle internal diameter in diastole (lvidd). CT images were unavailable. The patient experienced shortness of breath, low flows, and nausea. They were admitted, urgently upgraded on the transplant list, and placed in inotropes.